Event description:
The hcp reported that the pt reported an increase in pain. The hcp attempted to aspirate from the side port, but was unable to do so. It was reported that "the catheter does not show any kinks." A rotor test was performanced adn revealed that the pump "is working". The expected reservoir volume was 7 ml, but 18 ml were aspirated. The hcp was unable to aspirate from the catheter and/or the side port.